Manufacturer narrative:
Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, it was reported by the patient that infusion set fell off after 1.5 days of use. He replaced infusion set/cartridge and resumed insulin successfully. No further information was available.